Event description:
Procedure: gastrectomy. According to the rptr: when removing the retractor from the trocar, the hook of the retractor was caught in the seal and the seal tore. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).